Event description:
It was reported that the patient had chest pain. There was intermittent far field r-wave (ffrw) oversensing and small p waves observed on the right atrial (ra) lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.